Event description:
It has been reported to philips that the system did not generate x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system and confirmed that the exposure was not possible. Review of the system log file showed ¿x-ray not possible. Close the door¿. The door open contact is an option on allura and azurion systems. It is used to signal that door to examination room is open, with door open x-ray cannot be started. Fse found that there was a bad connection in the room doors circuit. The philips engineer disabled the room door circuit. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.